Event description:
It was reported that during an unknown procedure, the device closed on tissue (stomach) and jammed would not open or cut. An ats45 had to be used to cut original device from tissue. Patient had longer time under anesthesia and tissue removed. Patient condition reported as stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. ¿patient had longer time under anesthesia and tissue removed¿ has additional tissue to be cut out? Yes. If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? 2x3 cm. Has this any impact on the patient, the surgery or the healing process? No. What was the patient¿s pre-op diagnosis? Obese. What is the current status of the patient? Recovering as normal. Did the device deliver any staples and/or a cut line before it jammed? On the previous firings, yes. On this firing where it jammed, it is unknown as they could not open the jaws. How long was the surgery prolonged? 20 minutes minimum. Was the post-operative care for the patient changed as a result of the additional tissue removed or prolonged procedure time? Unknown.